Manufacturer narrative:
(B)(4). An authorized third party service engineer opened the device, reconnected all the connectors and the ventilator worked properly. No part replacement was necessary.

Event description:
It was reported that during set up a ventilator&#38112; display was blank. There was no patient involvement.